Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during a dilatation procedure to treat stricture performed on (B)(6) 2025. During the procedure, it was reported that the balloon has inflation problem. Additionally, detachment of device or device component problem was also reported. No further information has been obtained despite good faith efforts. The procedure was completed with the original device. The reported event may suggest that the balloon was detached. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of balloon detachment.